Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on september 26, 2013.

Event description:
Per the clinic, the patient's rechargeable battery would reportedly remain hot after it was charged. There are no reports of injury associated with this issue. It has been requested that the product be returned to the manufacturer for analysis.the implanted device remains.